Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had button error alarm. Customer's blood glucose reading was 578 mg/dl. Troubleshooting for button error alarm was performed. Customer stated that the button error alarm did not occur right after the device was exposed to moisture. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.